Event description:
It was reported that during a lap cholecystectomy, the rotation knob was hard to turn on the device. When the device was fired, the jaws locked and would not release. The device was stuck on tissue and had to be forced open manually to remove. There was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.